Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a power issue (does not turn on) with his onetouch ultra2 meter. The medical affairs specialist (mas) spoke with the pt on six days later, to obtain/verify the following info. The pt tests once a day and takes a metformin pill once daily. The pt obtained the reported meter 3 months ago and claimed that the meter never worked. Even though his meter did not work, he continued taking his metformin as usual. He has tried to replace the battery but it did not resolve the power issue. About 2-3 weeks after getting the meter, he reportedly suffered a hypoglycemic event. The pt stated that on the day of the hypoglycemic incident, he was not eating that much that day and it was a busy day. He then allegedly became dizzy, shaky, and was perspiring. Since his meter was not working, he called his neighbor for assistance. His neighbor tested the patient's blood glucose levels and it was "42 mg/dl." The pt called his doctor for advice and the pt was advised to eat but the pt was unable to eat that much. He asked his neighbor to administer a glucagon injection and felt better afterwards. The pt felt that if his meter was working that day, he would have eaten more to avoid the hypoglycemic event. After the incident, he went to a clinic for a check-up. No further details were provided about the clinic's visit. The customer care advocate (cca) went through troubleshooting with the pt and the power issue was not resolved. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic after his meter would not power on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.